Manufacturer narrative:
Additional information: b5: the reporter indicated, that a 13.2mm, micl 13.2, -4.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted. A new lens implant is planned. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that a 13.2mm micl 13.2 of -4.5 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Patient experienced refractive surprise and shadowing of letters. The lens was explanted on an unknown date and reportedly, a new lens implant is planned. D6b- eplant date is corrected to unknown. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. An "unexpected refractive outcome" and a 25 degrees rotation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.